Manufacturer narrative:
(B)(4). The investigation is still on-going. Internal reference: ir 00611. Mailed date: (B)(4) 2011.

Event description:
Philips received a complaint that alleged there is a water leak inside the compressor of the system. The water is leaking onto the wires at the back of the compressor housing. There are no injuries reported.